Manufacturer narrative:
Manufacturer's reference number: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during extraction, the doctor noticed that the distal part of an emboguard 87, 95 cm balloon catheter (bg8795c, 9389576) was almost detached from the rest, with the risk that it would remain in the patient. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during extraction, the doctor noticed that the distal part of an emboguard 87, 95 cm balloon catheter (bg8795c, 9389576) was almost detached from the rest, with the risk that it would remain in the patient. There was no patient injury reported. No additional information is available. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 420mm from the distal tip of the emboguard device. Partial shaft separation and exposed braiding was observed approximately 164mm from the tip of the emboguard device. This damage was located in the region of bond 6 on the device. However, it cannot be confirmed if the damage occurred exactly at the bonded area. No further damage was noted at any other location on the device. A minimum ID check of the emboguard device could not be performed. The complaint event description reports that during device extraction it was noticed that the ¿distal part was almost detached from the rest¿. This was observed on the returned device, therefore the complaint event is confirmed. It was attempted to recreate the damage seen using a sample emboguard device and a highly tortuous and restricted anatomy and applying pression/tension/torsion force beyond the intended use of the device. The recreation showed that a tortuous anatomy can lead to kinking and flattening of the device however it did not indicate that it could cause shaft separation or exposed braiding. Patient specific factors (severe tortuosity) are considered contributing factors to kinking, and any maneuvers applied (torsion and twisting) may have contributed to the device damage. However, internal recreation on sample device and tortuous/restricted model could not replicate the extent of damage. While the complaint event was confirmed, the root cause could not be established in this instance. Further investigation was carried out at the manufacturing site of the device. A device history review (DHR) found that there were no anomalies associated with this batch of devices. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.